Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching below 50 mg/dl. Tandem technical support checked pump data and confirmed that a 1.63 unit bolus was delivered. Reportedly, customer did not recall programming or delivering this bolus, but stated they may have accidentally delivered the bolus. Customer disconnected from the pump and drank juice to bring bg levels back to target range.